Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "early structural degeneration of mitroflow aortic valve: another issue in addition to the mismatch?" Author calogera pisano et al. It was reported that this patient with a 27 mm edwards surgical mitral valve, implanted in the mitral position, underwent urgent re-do operation after an implant duration of four (4) years due to partial detachment of the mitral valve prosthesis along the mitro-aortic continuity. The valve was implanted due to a previous history of endocarditis. The issue was detected on tee and subsequently confirmed intraoperatively. The explanted valve was replaced with a 27 mm non-edwards valve. As reported, during the weaning process from the cardiopulmonary bypass, the patient died of right ventricle failure and massive bleeding.